Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was not seated properly; no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Therefore, the issue is not confirmed to use due to the sensor plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she did not receive her replacement adc freestyle libre 2 sensor and she had a medical event. The replacement sensor was provided as the customer initially reported receiving an error message of ¿sensor ended¿. The customer called back to report that the replacement sensor was not received and as a result, she experienced a symptom of seizure. However, the customer reported she was able to still move and self-treated with sugar. No third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she did not receive her replacement adc freestyle libre 2 sensor and she had a medical event. The replacement sensor was provided as the customer initially reported receiving an error message of ¿sensor ended¿. The customer called back to report that the replacement sensor was not received and as a result, she experienced a symptom of seizure. However, the customer reported she was able to still move and self-treated with sugar. No third-party treatment was reported. There was no report of death or permanent injury associated with this event.